Manufacturer narrative:
Initial.

Event description:
It was reported that the patient awoke to a low glucose reading of 53 mg/dl on the ilet pump after pausing the pump for approximately two hours during charging and then receiving correction doses upon unpausing, which the patient believes contributed to the low; the patient did not confirm with a fingerstick and had no symptoms. Symptoms included an asymptomatic low glucose reading. Outcomes included self-treatment with oral carbohydrate and return to target range within about thirty minutes, with no medical intervention or hospitalization. Investigation included complaint intake review and user troubleshooting and education on hypoglycemia management. Investigation of this case revealed that the cause of the low glucose remained unclear, with a potential contribution from automated correction dosing following a prolonged pause, and no device malfunction was reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.